Manufacturer narrative:
It was reported that the tip of the accolade threaded stem inserter/extractor has fractured and retained inside the hip stem. The results of the investigation indicate that the bending loads were applied to partially seated tip of the accolade threaded stem inserter/extractor, which cause tip to fracture at root diameter of 2nd thread from an overload condition. A review of the accolade system surgical technique states, "to help prevent damaging the threads on the implant or the instrument (ref. Accolade impactor/extractor), be certain that the accolade femoral stem impactor/extractor is fully seated against the proximal face of the stem. The surgeon should not attempt to continue impacting the femoral component if visual and auditory clues indicate that the resting position of the femoral component has been reached." The device is manufactured from implantable grade cobalt-chrome alloy. A medical assessment performed by strykers medical consultant concludes there is no increased medical risk to the pt. No further action is required at this time. Product surveillance will continue to monitor for trends.

Event description:
It was reported that after reaming twice and inserting the prothesis, the extractor broke and the threaded portion of the instrument was left in the prosthesis.